Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc, but was returned to olympus (B)(4). (B)(4) evaluated the subject device and confirmed as follows. There was air leak from the bending rubber. The objective lens and one of the light guide lens were missing. Light transmission from light source was too law. The outer coating of the insertion tube was partially peeled off. There was a kink in the insertion tube. The wiring of image cables did not meet olympus standard and it was surmised that the subject device had a third party (non olympus) repair. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an inspection for the subject device by olympus (B)(4), it was found that the objective lens of the subject device detached from the device and was missing. The user facility just informed that they couldn't see clearly using the subject device and no further information was informed. There was no report of patient injury associated with the event.